Event description:
It was reported that, "the doctor was inserting the lag screw, met resistance and backed out lag screw. He re-reamed with a lag reamer. The doctor inspected the distal end of the lag screw and the threads were damaged." There was no adverse patient consequence.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.